Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on part analysis: the reported condition of "es - station shutting down "ac failure" [rss offline]" was confirmed by field service engineer (fse) and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the field service engineer (fse) reported the issue was caused due to damage to the 7 drawer pyxibus bus cable on auxiliary, which prevented the station from powering on. The fse disconnected the auxiliary from the main unit to isolate the issue and replaced the 7 drawer pyxibus bus cable, which restored normal operation and verified functionality - able to access storage space. During dchu visual inspection: pn 121085-01: the unit revealed a cut on the cable along with signs of thermal damage, including exposed copper strands and burn marks. No fluid ingress or other anomalies were observed. During dchu testing: pn 121085-01: no testing was required due to evidence of thermal damage, with exposed copper strands observed on the "assy cbl pyxibus 7 drawer". The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue "es - station shutting down "ac failure" [rss offline]" was due to the damaged of the "assy cbl pyxibus 7 drawer (pn 121085-01) which had signs of exposed copper strands which led to thermal damage and compromised its electrical integrity. This condition caused an interruption in power delivery, resulting in system power failure.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had self shut down and displayed an ac failure error. The customer stated that there was a delay in patient care. As per part investigation, it was determined that the station shutdown (ac failure/rss offline) was due to a damaged pyxibus cable with exposed copper strands causing thermal damage and interruption of power delivery there were no adverse events or injuries reported due to this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had self shut down and displayed an ac failure error. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 24-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was caused due to damage to the 7 drawer pyxibus bus cable on auxiliary, which prevented the station from powering on. A field service engineer (fse) disconnected the auxiliary from the main unit to isolate the issue and replaced the 7 drawer pyxibus bus cable, which restored normal operation. The system functioned as intended after the field service engineer repaired the device.